Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead warning triggered on the right atrial (ra) lead. The impedance ranged from out of tolerance low to out of tolerance high. There were also atrial high rate episodes on the electrogram that were noise, and there was no capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.